Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away. Caller stated that the customer was not wearing the insulin pump at the time of death. Caller stated that the customer's husband passed away 21 days prior to her death. Caller stated that she was drinking and her blood glucose reading was 303 mg/dl at the time of passing. Nothing further was reported.